Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected. The reported issue was duplicated and an error was identified. Deep scratches and dents were found on plastic cover and light guide tube. The up angle wire was found detached from the body control unit causing the issue with the articulation knobs. There were 10 plus broken strands were identified at the passive and active side of the bending section it was noted that the device exhibited signs of wear and tear. The device was serviced and returned to the user facility. This file will be updated if additional information is received.

Event description:
It was reported that there were bending manipulation and insertion defects. Also, the larger of the two angulation knobs did not articulate to the right. No patient involvement reported.

Event description:
A colonoscopy procedure was being performed. The procedure was completed with the same device. There was no delay and there was no patient injury/harm. The patient was discharged to home. Unknown pre-existing conditions. The device was inspected prior to use. Physician state he could feel the band break during withdraw time.

Manufacturer narrative:
This report is being supplemented to provide additional information on section a2, a3, b3, and b5. See these sections for update.